Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was exhibiting some farfield oversensing where ventricular pacing was seen on the atrial channel causing inappropriate atrial tachycardia response. No known physician and facility given. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).